Manufacturer narrative:
Title: a multicenter study comparing surgical outcomes and ultrasonographic evaluation of scarring after laparoscopic myomectomy with conventional versus barbed sutures source: international journal of gynecology and obstetrics 134 (2016) 18¿21. Received 31 may 2015. Received in revised form 23 october 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed comparing the clinical outcomes after laparoscopic myomectomy using traditional interrupted sutures (tis) versus continuous barbed suture (cbs) for women with uterine myomas at three centers between january 1, 2009 and january 31, 2015. Suturing of the uterine wall had been performed initially using tis; cbs were used from january 31, 2012. Post-operative complications in the cbs group were 5 with port site hematoma, 13 with hematoma, 22 with fever and 1 had blood transfusion.